Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an electrophysiology procedure, a staff member opened a crushed device packaging, and the sheath was noted to be slightly bent/kinked from the packaging. After the case , when the device was out of the heart but still in the patient's body, a pin hole was observed in the sheath, and blood was coming out of it. The catheter was removed from the groin and manual pressure was applied. Hence, the device was disposed. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed). It is believed that the product was stored with the rest of the devices on a shelf in the product room. The device box was crushed compared to the other boxes. The staff members believe the sheath was damaged prior to removing it from its packaging.